Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1, for event site name: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an unspecified malfunction reported as broken. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1 for event site address: (B)(6). Updated fields - b4, d8, d9, e1(event site telephone, event site address), e3(occupation), g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - e1(initial reporter). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, unit tested by performing all tests available without opening case of device. No issues found. Logs unremarkable with no relevant errors that would lead to staff assuming broken. Device cleared and confirmed to be ready for patient use. Returned to customer.

Event description:
N/a.